Manufacturer narrative:
The reported product is not expected to be returned as the customer indicated product cannot be returned due to "[add details from complaint here]". A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an unspecified low scan on the abbott diabetes care (adc) device compared to an unknown result from a competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. The customer was asymptomatic. The customer had contact with a non-healthcare professional who provided an glucose tablets and fast-acting insulin. There was no report of death or permanent impairment associated with this event. Reportedly, a sensor scan of 52 mg/dl was compared to a competitor brand meter result of 389 mg/dl. The length of sensor wear was 4 days. When the provided results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.